Manufacturer narrative:
H3 other text : device does not return to the manufacturer

Event description:
The manufacturer received voluntary medwatch (mw5153789). The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The patient has alleged that hot plastic smell is observed, humidifier has not worked properly, humidifier will go days without using any water. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect, it should be the manufacturer received voluntary medwatch (mw5153789). The manufacturer received information alleging hot plastic smell is observed, humidifier has not worked properly, humidifier will go days without using any water. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. There was no serious patient harm or injury. "(Device) problem code grid (1)" has been updated/corrected in this report.